Event description:
The device was implanted without issue at the neck of the internal carotid artery (ica) aneurysm with the proximal stent markers positioned in the distal internal carotid artery and the distal stent markers spread into the middle cerebral artery. Resistance was encountered as the physician was attempting to advance a catheter through the implanted stent to deploy a second stent, resulting the deployed stent dislodging and ''the proximal stent markers moved distally into the bend of the vessel.'' The physician unsuccessfully attempted to regain the access and the procedure was aborted. The patient was put on aspirin and clopidogrel. The patient was reportedly stable.

Event description:
The device was implanted without issue at the neck of the internal carotid artery (ica) aneurysm with the proximal stent markers positioned in the distal internal carotid artery and the distal stent markers spread into the middle cerebral artery. Resistance was encountered as the physician was attempting to advance a catheter through the implanted stent to deploy a second stent, resulting the deployed stent dislodging and the proximal stent markers moved distally into the bend of the vessel. The physician unsuccessfully attempted to regain the access and the procedure was aborted. The patient was put on aspirin and clopidogrel. The patient was reportedly stable.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that some procedural factors caused resistance and the difficulties encountered advancing a catheter through the implanted stent resulting the deployed stent dislodging. The risk of the stent dislodged/migration is a procedural risk and noted in the labeling: ''carefully watch the stent markerbands when passing through the deployed stent with embolic coiling microcatheters to avoid dislodging the stent.'' Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.